Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up and down arrow buttons on the insulin pump are not responding. No further information reported.